Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented in clinic for routine follow-up. Upon attempting an autocapture test, the pacemaker displayed a message stating the device was in an atypical condition. It was noted that it may have been due to the device being in a cleanup state due to a recent firmware upgrade. Thresholds were fine when checked manually. No device intervention was performed. Patient was stable throughout.